Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts bunched and lifted distally from the stent profile. Stent slightly moved distally on the balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved slightly distally on the balloon, however there was no apparent issues with the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No difficulties were experienced tracking the device over a 0.014"" guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2016 it was reported that difficulty tracking over wire occurred. The target lesion was located in the right coronary artery (rca). A 2.50x16mm promus element ¿ drug-eluting stent was attempted to be advanced to treat the lesion but the device could not track over the 0.014 guidewire. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage and stent moved on balloon.